Event description:
Media noted in pouches [product complaint]; no adverse event [no adverse event].

Manufacturer narrative:
Case reference number (B)(4) is a spontaneous product quality complaint (pqc) report initially received from a customer care representative on 06-jan-2021, regarding 'media noted in the bags', and *'no adverse event'.*patient demographics were not reported. The patient's concomitant medications were not provided. *the patient's medical history was reported as none.* on (B)(6) 2020, burn therapy specialist (bts) from reported that the media was noted in the bags containing epicel, but all carrier dishes appeared undamaged, no cracks nor tears in the foil seals, and all carrier dishes seemed to have the same amount of media. On (B)(6) 2020, the patient received epicel autografts (cultured epidermal autografts, lot number: ee02711, expiration date: 08-dec-2020) as planned, *for a greater than or equal to 30% tbsa burn*. The patient was grafted with all grafts. On (B)(6) 2021, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as "pass". Qc lot release assay (implemented 29-sep-2019) 3t3 residual assay qc2-136 was reported to refer to (B)(4). *there were no adverse events due to epicel grafts.* additional information received from quality control manager on 12-jan-2021 included qc lot release assays and is blended in the case narrative above. All follow-up information is blended into the case narrative above, with the latest information presented between asterisks (*). Follow-up information received from burn therapy specialist on 10-feb-2021: epicel indication was provided. Medical history was reported as none. Confirmation that the patient did not experience any adverse events due to the epicel graft.

Manufacturer narrative:
Case reference number (B)(4) is a spontaneous pqc (product quality complaint) case initially received from a customer care representative on 06-jan-2021, regarding 'media noted in the bags'. Patient demographics were not reported.the patient's concomitant medications and medical history were not provided.on (B)(6) 2020, burn therapy specialist (bts) from vericel reported media in pouches containing the epicel grafts. On (B)(6) 2020 (to be confirmed), the patient received epicel autografts (cultured epidermal autografts, lot number: ee02711, expiration date: 08-dec-2020) as planned, for an unknown indication. The patient was grafted with all grafts.on (B)(6) 2020, it was reported that the media was noted in the bags, but all carrier dishes appeared undamaged, no cracks nor tears in the foil seals, and all carrier dishes seemed to have the same amount of media. On 12-jan-2021, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as "pass". Qc lot release assay (implemented 29-sep-2019) 3t3 residual assay qc2-136 was reported to refer to (B)(4).additional information received from quality control manager on 12-jan-2021 included qc lot release assays and is blended in the case narrative above.

Event description:
Media noted in the bags [product complaint]